Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During preparation an ntw clip (20810r2085), it was observed the clip arms did not open smoothly. The physician decided to not use the clip and replace it with another ntw (20810r2080). However, this clip was unable to open. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was not used and was replaced. A third ntw (20907r1058), was opened and inserted into the anatomy. While establishing final arm angle (efaa), the clip opened. Therefore, the third clip was removed and replaced. A fourth clip was implanted without issues, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.